Event description:
On 3/6/97, the facility nurse contacted the MFR's (MFR) clinical specialist and provided her with the following info concerning this event: on 12/3/96, problems were encountered infusing solution through the device. The pt complained of soreness at the device site. It was noted that fluid "squirted" from the puncture site when the needle set was removed. A dye study was performed (date not specified) which revealed a "small defect in the device catheter, suggesting some clots." Urokinase was instilled into the device and on 12/4/96, the problem appeared to have been resolved. On 12/25/96, an occlusion again developed during infusion subsequent to the pt transferring to the bathroom. A dye study was performed at that time which demonstrated leaking around the device body. On 12/31/96, the device flushed with resistance. A chest x-ray (not clear if this was a dye study) suggested there was contrast in the catheter and was "thought to function." The device was explanted on 1/9/97. No device defects were seen, but a cut was identified at the catheter tip. A new device was implanted in the right subclavian. The explanted device was discarded. No further details were provided at this time.